Event description:
Patient referred for full revision (replacement of the lead and generator) due to high impedance that was observed. The physician's assessment of the high impedance was a fractured lead. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.